Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware (B)(4) 2018, that on (B)(4) 2018 a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional patient or event information is available.